Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/10/2025, the beta bionics ilet user reported elevated blood glucose of 400 mg/dl after changing supplies, with the ilet displaying ¿high.¿ the user was using a steel infusion set with 23-inch tubing. Troubleshooting confirmed an alert 35 (insulin occlusion) that displayed 6 hours prior. The user disconnected and tested the tubing, confirmed flow, and resumed delivery. The device issued a high glucose alert. The user reported feeling slightly light-headed. Follow-up confirmed that blood glucose subsequently returned to range after troubleshooting. No external assistance or medical intervention was required.